Event description:
(B)(4). Horrible pelvic pains, vitamin d deficiency, extreme fatigue, horrible cramping, weight gain, severe bloating, numbness in fingers, hands, feet, legs, tingling in legs, feet, hands, fingers, increased anxiety, moodiness, hair loss, swelling, headaches, etc.